Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error/; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. Technical services (ts) was consulted and a request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, with the cause been numerous magnet applications, with the patient undergoing an magnetic resonance imaging (MRI) suspected to be the cause for the magnet detections. The device was operating as intended despite the error message. The device can be reset to get rid of the error message. The s-ICD remains in service. No adverse patient effects were reported.